Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges customer experienced elevated blood glucose levels requiring hospitalization due to over/under delivery of insulin via pump. No treatment information was provided. No product will be returned.